Event description:
Loss of osseointegration, patient is smoker, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone. Perforation of the resorbable membrane through granules (the graft). Missing mucosa.